Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-09620) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that a patient presented in clinic with excessive battery discharge. It is unknown if there were previous high outputs programmed. The patient is fine and will be seen monthly until generator change is needed.